Event description:
Pt was brought to the operating room for a laparoscopic right colon and an enseal was opened per his request and the enseal would not work. A second enseal was opened and given to the md. The rep was present in the room and was aware. The rep stated that the jaws would not open or close.